Event description:
It was reported that during an infusion on a pt, the device infused all of the medication in a shorter time span than previously experienced with the same type of device. There was no resultant pt complications.